Event description:
The hcp reported the pt's pump had been refilled. The following day, the pt presented to the emergency dept with altered mental status and respiratory depression. The hcp was questioning an overdose, but removed "close to 18 cc out of the pump which is what the programmer stated should be in there." The hcp stopped the pump and filled it with saline after doing a reservoir rinse. The pt was reported to be stable. A follow up report will be sent when additional info is received.